Event description:
Healthcare professional reported left side "intracapsular rupture" diagnosed via MRI. Additionally reported patient experienced "discomfort" . Device has bee explanted and replaced.

Manufacturer narrative:
Continued zip code (e1): (B)(6). Additional, changed, and/or corrected data: a2, b3, b5, b6, e1, g1, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, b5, d4, d6b, g1, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified, one extended opening, fold creases and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.